Manufacturer narrative:
The immucor laboratory tested retention product (B)(4) 2017, which performed as expected. The immucor laboratory also tested returned blood sample from the customer site on (B)(6) 2017, which resulted negative with the anti-b test well, as expected.

Event description:
On (B)(6) 2017, a customer reported an unexpected positive result when using anti-b (murine monoclonal) series 3 on a galileo instrument, when tested on (B)(6) 2017.